Manufacturer narrative:
The reported failure of vent inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that the trilogy evo device initially became inoperative and displayed a red screen, had been removed from the patient, and that a device of the same model had been used for the patient at the hospital. No harm was reported. The device was returned to the sales office. When the sales representative turned it on, the alert did not stop sounding and the screen was inoperable. The device was returned to a service center for additional evaluation. When the device was powered on for operational checking, it generated a ventilator inoperative alarm and was not operable. An attempt was made to upgrade the software version; however, the device was forcibly shut down during installation, making it impossible to load the data log. When the system pca was replaced for verification, the device started up properly. Therefore, the system pca was replaced. Afterward, an occurrence record of error e196 ventilator inoperative (evt_commsfail_ui_to_tpy), indicating a communication failure between the system pca and display pca, was confirmed in the downloaded log as the corresponding alarm. Therefore, the printed circuit assembly (pca) was replaced. Additionally, it was confirmed that an e202 vent service required alarm (evt_speaker_fail), indicating speaker failure, had been recorded prior to the occurrence of the ventilator inoperative alarm, and that an e345 vent service required alarm (evt_commsfail_ui), indicating ui communication failure, had been recorded after the occurrence of the alarm. Although these alarms did not recur, the speaker assembly was replaced to address the e202 alarm. Since noise from the blower assembly was confirmed during operational checking, the blower assembly was replaced. Since screen flickering was also confirmed, the display was replaced. Final testing, battery checks, valve checks, run-in testing, and cleaning were performed, and proper device operation was confirmed. The software version was upgraded from 1.06.10.00 to 1.06.15.00.